Manufacturer narrative:
The patient ID, age, gender and weight are unknown. However, the patient was reported to be over (B)(6). The complainant reported two lot numbers (13791608, 13878373), but was unable to identify which lot exhibited the reported condition: lot 13791608: manufacture date - 10/05/2010, expiration date - 09/30/2013. Lot 13878373: manufacture date - 11/08/2010, expiration date - 1/03/2013. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that the washer tail was bent out of the clevis. Additionally, the coil was damaged approximately 10 centimeters from the distal end. The device pullwires were found to be intact and undamaged. No abnormalities were noted with the device riveting and welding; both were within specification. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was not consistent with the complaint that the pullwire separated from the jaw. However, the evaluation identified a bend in the washer tail which was likely viewed by the customer as pullwire broken. The most probable root cause is considered operational context as excessive force was likely applied to the device due to anatomical/procedural factors. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot numbers reported. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure. According to the complainant, while attempting to retrieve the biopsy outside of the patient, the pullwire broke and separated from the jaw when the jaws were opened. No part of the wire detached within the patient. A biopsy specimen had been taken with this device prior to this event. Additionally, the account reported that the device was inspected prior to use and no anomalies were observed. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure. According to the complainant, while attempting to retrieve the biopsy outside of the patient, the pullwire broke and separated from the jaw when the jaws were opened. No part of the wire detached within the patient. A biopsy specimen had been taken with this device prior to this event. Additionally, the account reported that the device was inspected prior to use and no anomalies were observed. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.